Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing could not be performed because the unit had no voltage. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed with patient that they did not have any other bluetooth devices connected to smart device, or applications running in the background. Dexcom representative advised patient update the smart device operating system, try another sensor, and re-pair smart device with the transmitter. No additional patient or event information is available.